Event description:
The customer reported being hospitalized due to hyperglycemia and high blood glucose of 1200mg/dl. The customer stated that he still is in the hospital to be released in a couple of days. Troubleshooting could not be performed due to a battery issue. Reviewed the alarm history and found low battery, no power, and battery out of limit alarms. Assisted the customer to clear the alarms. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.